Manufacturer narrative:
(B)(4).

Event description:
The patient had a resolute integrity stent implanted approximately one year ago. It was reported that approximately 2 weeks post stent implant the patient developed a possible nickel allergy. The patient&#38112;physician kept trying to adjust medication and anti-platelets however this did not help. Patient is now off all anti-platelets and still has inflammation in their eyes. No further patient complications were reported.